Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred shortly after the initiation of a patient's hemodialysis (hd) treatment. The machine alarmed as appropriate. Blood test strips were used and did not confirm the presence of blood; however, blood was visually observed in the dialyzer housing compartment. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was noted as being approximately 10ml as the patient's blood was returned and the blood loss was limited to that within the dialyzer. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was stated to be available to be returned to the manufacturer for evaluation.